Event description:
It was reported that the right atrial (ra) lead was possibly fractured. There was high pacing impedance and the lead was unable to capture. It was noted that the patient reported a fall a few years previous and that the lead had not worked since then. It was also noted that the device had been programmed to a ventricular only pacing mode, which inactivated the ra lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076 implantable pacing lead 2003-(B)(6). (B)(4).